Event description:
It was reported that a pt underwent a sling procedure in the hammock position on (B)(6)2010. During the procedure, the implant pulled out with the inserter. The sling was removed and the procedure was completed with an obturator sling.

Manufacturer narrative:
(B)(4). Implant pulls out with inserter. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.